Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual routine in response to the alleged product issue. The patient stated that on an unspecified time later that same day she developed symptoms of high sugar and ketones. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the product was being used, the patient was using the correct testing steps and the test strip completely drew in the blood sample. The test strips were stored correctly and had not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.